Event description:
Spacelabs received a report that a telemetry monitor failed to alarm on a run of ventricular tachycardia (v-tac).

Manufacturer narrative:
A spacelabs field service engineer (fse) visited the hospital and tested the incident devices on-site with no problem. The devices passed all tests and generated alarms for v-tac. We are collecting more information from the fse. The investigation is underway. No one has been injured as a result of this alleged malfunction. We will file a supplemental report when our investigation is concluded.

Manufacturer narrative:
This event was reported to spacelabs 28 days after the date of occurrence. On site testing of the involved devices by a spacelabs field service engineer confirmed that all devices performed to specifications. The testing was witnessed by a facility staff member. The customer only provided a short rhythm strip of the event that was not long enough for analysis. The customer did not provide a retrospective database which is needed for a root cause determination. An investigation to root cause could not be performed due to the lack of data provided by the customer. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 90347-05, receiver module model 90478 and central monitor model 91387-38 failed to generate an alarm for ventricular tachycardia (vtach) at 8:05 a.m. On (B)(6) 2014. No one was injured as the result of this event.